Manufacturer narrative:
(Diffuse lamellar keratitis). The clinic is reporting this adverse event only and did not request or require field service or clinical support. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented diffuse lamellar keratitis (dlk) in both eyes at 1 day post treatment. Steroids (pred forte) increased in both eyes to 1 drop every hour. On (B)(6) 2014, post treatment right eye was clearing; however, no improvement in left eye. Surgeon decided to lift and irrigate left eye. Procedure completed without incident. On(B)(6) 2014 post treatment - corneas clear in both eyes. Uncorrected visual acuity (vasc) 20/20 rigth, 20/30 left.